Manufacturer narrative:
This supplemental report was filled to correct field b5: "describe event or problem" and to provide additional information on this case. The product was not returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected due to an increase in power consumption over the last year. Device replacement was recommended. This device was explanted and it was expected to return, but it was not received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected due to an increase in power consumption over the last year. Device replacement was recommended. This device was explanted and it is expected to return.